Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
It was reported that the patient's internal device was explanted due to infection 2 years after implantation. Explant surgery was done in 2007.